Event description:
During acl repair the tip of the screwdriver used to tighten interference screw broke off. The tip was retrieved. A new screwdriver was used to tighten screw. There was no apparent injury.